Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Manager of respiratory services reported that the patient's age is approximately (B)(6).

Event description:
Customer reported that when the respiratory care practitioner (rcp) went to do a routine check the rcp noted that the screen was malfunctioning. When rcp adjusting setting number of the screen, it kept jerking back and forth and would not stay on setting. Customer reported that the patient was placed on a different machine and there was no adverse event occurred.

Manufacturer narrative:
The unit was sent back to the rental company for repair. The rental company indicated that the nav-ring assembly is required replacement. Through follow-ups with the rental company, the unit has been repaired by replacing the nav-ring assembly and the unit is now in use at a different hospital. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.